Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the pump pocket was infected. It was unknown what factors may have led, caused, or contributed to the infection. It was unknown what diagnostics/troubleshooting was performed related to the infection. Actions/interventions included the pump and catheter were explanted on (B)(6) 2018. The pump was discarded. It was noted that he issue was not resolved at time of report. The patient's status was alive-no injury. The patient's weight and medical history were asked, but will not be made available. The event date was (B)(6) 2018. No further complications were reported/anticipated.